Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a diagnostic coronary procedure. Reportedly, the proglide device worked well. Hemostasis was achieved with the proglide device; however, when the device was removed from the patient a piece of unspecified tissue was found at the end of the device. No treatment was needed. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of tissue damage was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query of the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances and there was no device malfunction reported. Based on the information reviewed, there is no indication of a product deficiency.